Manufacturer narrative:
(B)(4). The reported set screw anomaly was confirmed in the laboratory. The atrium is-1 set screw hex cavity was noted to be stripped and septum debris was noted in the df-1 lead bores.

Event description:
It was reported that during generator change-out, set screw became stuck in the wrench when the leads were inserted into the new device. The device was replaced.